Event description:
During a mitral valve repaiur, the doctor was performing aortic cannulation through a thoractomy. The cannula wa introduced and the autoincisor was used to make the aortotomy. The surgeon then experienced difficulty in removing the autoincisor because the handle had detached from the body of the device. The autoincisor was rmeoved and the case was completed successfully using the cannula there were no adverse pt consequences.